Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported , while in patient use an inoperative condition with this ventilator device. The device displayed an alarm error "motor fault". No patient harm or injury reported. The patient was removed from the device and placed on an alternate ventilator.